Manufacturer narrative:
Batch records reviewed: final product manufacture and qc record for cov3030007. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3030007 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation." H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation.

Event description:
Invalid result (s). Called in because she purchased 2 flowflex kits and no results displayed on either test. No c or t line appeared. She waited 15 minutes. She followed the directions exactly and dispensed the 4 drops into the s well. The kits were purchased at publix.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Called in because she purchased 2 flowflex kits and no results displayed on either test. No c or t line appeared. She waited 15 minutes. She followed the directions exactly and dispensed the 4 drops into the s well. The kits were purchased at publix.